Event description:
Per the clinic, the patient experienced pain at the implant site following a magnet dislodgement during an MRI (date of scan not reported). The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device.